Manufacturer narrative:
(B)(6). Method: the subject device, ojr416 optiflow junior 2 nasal cannula was discarded and not returned to fisher & paykel healthcare (f&p), new zealand for evaluation. Our investigation is based on the information provided by the distributor, previous investigations of similar complaints and our knowledge of the product. Results: visual inspection of the provided photography confirmed that one of the tubes was detached from the cannula tube joint. Conclusion: based on our knowledge of the product, it is most likely that the reported failure resulted due to the cannula being subjected to excessive force. The optiflow junior nasal cannula is designed specifically for the delicate anatomical features and flow requirements of neonatal and pediatric patients. It features adhesive pads (wigglepads) to maintain cannula stability on the patient's cheeks, soft-touch nasal prongs and breathable kink-proof and crush-resistant flexible tubing. All optiflow junior cannula are 100% leak and occlusion tested after final assembly and any cannula that fails is discarded. In addition, samples are taken hourly from each run and pull tested to check glue joint strength at the cannula tube joint, as well as the swivel grip joint, if there are any failures the entire batch is put aside for further investigation. The subject cannula would have met the required specifications at the time of production. The user instructions which accompany the ojr416 optiflow junior 2 nasal cannula show in pictorial format the correct placement and fitting of the cannula, and provide the following warnings: "appropriate patient monitoring (e.g., oxygen saturation) must be used at all times. Failure to monitor the patient may result in loss of therapy, serious harm or death." "Ensure all connections are secure during use. Check the cannula is undamaged and that the flow path is maintained. Under excessive load, the cannula may disconnect to prevent forces being transferred to the patient." "Do not stretch the cannula on application, this may cause increase pressure to the patient's skin. If necessary, the cannula may be repositioned."

Event description:
A distributor in south africa reported on behalf of a healthcare facility that the tubing of an ojr416 optiflow junior 2 nasal cannula was detached from the cannula during patient use. It was further reported that the cannula was replaced and discarded. There were no reported patient consequences.